Event description:
The customer reported that on 12/10/1997 vasoseal was used following a diagnostic catheterization procedure. Ten days later, patient phoned physician with drainage. X-ray revealed a foreign body in the groin. The patient was put on prophylactic antibiotics and returned a week later to have vasoseal sheath removed.